Event description:
It was reported to philips that there was an uncommanded motion of the x-ray system. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer and the procedure was completed as planned. Philips field service engineer (fse) inspected the system onsite and confirmed that uncommand motion of the x-ray system. Upon troubleshooting, fse found that button of the floating movement of the table was rotated and the button out of place and broken. To resolve this issue, fse replaced the button. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.